Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically and continues in this way until (B)(6) 2010. The next event is (B)(6) 2011 which means the device was left in fault mode or the pad-pak was removed. A new pad-pak was installed and again the device switches itself on. The problem with the device was attributed to a fault in the membrane. There is also evidence that the device was being stored in a location where it was exposed to adverse environmental conditions which can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.